Event description:
It was reported that the user scanned a freestyle libre 3 sensor with the libre app, after which the sensor was identified as being in use by another device and was not providing data to the ilet system; the user was instructed to replace the sensor, pair the new sensor with the ilet pump via the ilet mobile app, and delete the libre app from the phone. Symptoms included no reported adverse clinical effects. Outcomes included successful pairing of a new sensor with the pump and initiation of the sensor warm-up, with no alerts or alarms and no need for additional assistance. Investigation included remote troubleshooting, education on proper sensor pairing workflow, and confirmation of device-sensor communication after replacement. Investigation of this case revealed that the sensor had been linked to the libre app rather than the ilet system, which prevented data flow to the pump; replacing and pairing the new sensor directly to the ilet resolved the issue. It was concluded, based on previously established findings for similar reports, that user setup and app configuration were the cause, and correction through re-pairing and app removal was effective.